Event description:
The manufacturer was contacted in reference to a customer requesting an order for his device to be changed to automatic settings. The patient's family explained that the doctor recommended he use automatic settings. The manufacturer explained that the settings could not be changed without a doctor's rx. Per report of the event, the patient's wife stated that the patient has had two strokes and is bedridden and cannot be taken to the doctor. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient's strokes and bedridden condition. This report is being submitted for an allegation of patient harm only. The device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. The manufacturer is submitting a final report at this time.